Event description:
Caller states that her husband's device reads 125 mg/dl too high. She reports that he takes insulin based on the readings and could go to low and has a few times she states. Caller states that he took insulin based on reading of about 250 mg/dl-300mg/dl and as a result had symptoms of low blood glucose. He reportedly ate grapes to elevate his blood glucose. No other treatment reported. No glucose controls were used. Requested return of suspect device and replacment was sent.